Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 8 (cat8). During the procedure, after completing two passes in the target location using the sep6 and the cat8, the physician reported that the sep6 felt different and was not breaking apart the thrombus as effectively. After removing the sep6, the bulb was found fractured. The physician performed a clinical assessment and a contrast injection under fluoroscopy and was unable to locate the bulb of the sep6 within the pulmonary vasculature. There was no report of an adverse effect to the patient. The patient remained stable post-procedure. It was also reported that the bulb of the sep6 was not visibly identified in the penumbra engine canister (canister) or the cat8. The procedure was completed using the same cat8.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.